Manufacturer narrative:
No sample or lot number info was received by MFR for eval. As no lot info was provided, a device history record review and complaint history review could not be conducted. Because a sample was not returned and the lot info was not provided, the root cause for the customer complaint issue cannot be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional info was requested, but was confirmed to be unavailable. (B)(4).

Event description:
A nurse reported that dull knives were experienced in five separate surgeries. Alternate knives were used to complete each procedure. There was no impact to any pt. Additional info has been requested and confirmed to be unavailable.